Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data showed that the device ran for 44 pulses, 34 of which occurred during first prime, before being deactivated. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunction could not be determined.